Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. Data was provided but does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.